Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the keypads on the pc units were faulty and needed to be replaced. There were no patient involvement.

Event description:
It was reported that the keypads on the pc units were faulty and needed to be replaced. There were no patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported that the keypads on the pc units were faulty and needed to be replaced was confirmed. Test results identified that 3 of 12 returned keypads¿ on keys were not functioning and the ac indicator lights did not illuminate as intended. Device inspection: an external and internal inspection was performed on (qty 12 printec p/n tc10008389). During internal inspection, all twelve keypads were found with signs of fluid ingress where the flex cable meets the circuit layer including broken traces (trace 20) for three keypads. During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 11/13/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/19/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypad returned for investigation.